Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received inappropriate anti-tachycardia pacing (atp) therapy. There was also some noise noted on the shock electrogram (egm). Subsequently, this rv lead exhibited noise and oversensing that resulted in inappropriate shock therapy being delivered. An x-ray of the lead was taken and the physician believed there was lead damage near the proximal coil. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.